Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument for failure analysis. The medium-large clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Additional investigation found a bent grip, and the tip does not align with the other grip.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the clip could not be released from the medium-large clip applier instrument. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The clip did not come off from instrument jaws right after the clip was applied. The customer was using medium-large hem-o-lok clip. The vessel or tissue bundle was not greater than 10 millimeters, which was the suggested size for clip application using the instrument. The issue occurred after the third application. The procedure was not delayed.